Event description:
In an article titled "predictive factors for failure and survivorship analysis after x stop implementation", the following events were reported: twelve of forty-six (26%) patients required further surgical intervention: in eleven patients, the implant was removed (24%); two patients due to lack of improvement at six week follow-up. One patient underwent facet denervation. No additional information was reported.

Manufacturer narrative:
Report source. An article titled: "predictive factors for failure and survivorship analysis after x stop implementation", by tuschel a, chavanne a, becker s, ogon m, abstract at eur spine j (2008) 17:1540-1633. No additional information was available. Device returned, internal review of literature, follow-up with author.